Event description:
A caller reported that the insulin gauge on their pump was displaying an amount different from what was expected, with a discrepancy in the fill estimate. There was no adverse impact to the customer's blood glucose level. The customer was educated on the accuracy of the displayed values and instructed not to overfill the cartridge, which they acknowledged. They initially chose to load the same cartridge but eventually agreed to load a new one with guidance from the support team. Ultimately, customers pump was replaced.